Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump alarmed no delivery during a bolus delivery. The customer's blood glucose was 556 mg/dl. The customer stated that she was sick in the morning, ate crackers, and had forgotten to bolus for the food, leading to high blood glucose. She treated using the insulin pump. She was advised to disconnect at the quick release and assisted with performing a 5.0 unit fixed prime. She stated that insulin did exit the tubing. She stated that she had to get off the phone and disconnected the phone call prior to completing the troubleshoot procedure.